Event description:
During baxter's evaluation it was found that a spectrum pump had a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned by baxter. The identified "door not fully latched" alarm was experienced during evaluation. Evaluation found the upper latch switch not seated on the fr4 board causing intermittent contact with the upper hook. The upper auxiliary assembly was replaced to correct this condition.